Event description:
Synchromed implanted in pt in 1998, for treatment of intractable spasticity due to spinal cord injury. In was reported via a physician implant report that the device was removed in 1999. Pt was reported to have an infection. Made numerous attempts to contact the hcp but no further info is available.